Event description:
A caller reported an issue with a continuous glucose monitor, specifically a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, however, the issue was not resolved. The customer was sent a replacement pump for continued insulin therapy.